Event description:
It was reported that the pump alarmed motor error during the rewind process, as well as other error alarms. It was stated that the alarms were confirmed in the alarm history. Nothing further was reported.

Manufacturer narrative:
The pump had cracks on the reservoir tube lip and battery tube threads, as well as a scratched display window. The pump failed the displacement test, and gave a motor error alarm during the rewind process due to an out of phase motor encoder signal. Unable to confirm other error alarms due to the motor error alarm.